Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation and/or receipt and review of medical pt's medical records.

Event description:
A letter of correspondence was sent to a home hemodialysis pt. In return, a note from the pt's spouse was received indicating she had expired on (B)(6) 2014. The spouse was contacted to follow up regarding the pt's death. No further info or cause of death was provided. As of the present time, there is no additional info regarding events surrounding the pt's death. Medical records have been requested but not yet received.

Manufacturer narrative:
Although requested, medical records were not received. No allegation was received indicating a diagnosis of bacteremia prior to the patient's death. The patient received 8 lots of recalled product. A definitive conclusion regarding the involvement of the product could not be reached without a complaint sample. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the liquid bicarbonate used. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. A CAPA has been initiated for this issue. Should any additional, relevant information be received, a supplemental medwatch will be submitted.

Event description:
During follow up, it was learned the patient expired in the hospital. Medical records were requested from the hospital and the patient's outpatient dialysis facility. Although requested, further information regarding the patient's experiences leading up to the hospitalization and death were declined by the healthcare staff at the patient's chronic outpatient dialysis facility.